Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s device relayed a report of non-sustained right ventricular oversensing via merlin.net to the clinic. The device was post-paced t-wave oversensing on the ventricular lead. Inappropriate therapy was not delivered. The information was stored and presented in-clinic on an electrogram and programming changes were made.